Manufacturer narrative:
A device history record review was conducted. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates this is the (B)(4) complaint received against the components of the reported lot for the reported issue. (B)(4) unopened samples were received for evaluation. The returned samples were visually inspected per facility procedure. (B)(4) sample was conforming, (B)(4) samples were nonconforming with holes in the septums, and (B)(4) sample was nonconforming with a cut in the septum. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from the valved trocar cannula. The surgery was completed without product replacement. There was no patient harm. Additional information and product sample have been requested.